Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated an issue with high rate diagnostics.

Event description:
It was reported that during an office interrogation, the details on atrial and ventricular high rate episodes were unable to be seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2010. (B)(4).